Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that drawer 1.1 failed to eject. A field service engineer (fse) replaced the rectangle boards on cubie half-height drawers 1.1 and 1.2, along with the door control boards for both half-height drawers. Additionally, the row board and row board cable were replaced to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.1 would not eject. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.